Manufacturer narrative:
Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event.as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva single port catheter is damaged. The following information was provided by the initial reporter: nurse initiating IV access, blood return seen, IV catheter advanced and attempted to remove safety needle. The needle required more force than usual to retract, and the nurse noticed after retracting it that needle was bent. IV catheter in place but leaking blood ++, so likely had a puncture in the catheter. IV was removed and another was initiated at a different site using same nexiva catheter.